Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 248 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to loose drive support. No excessive no delivery alarms, no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.